Manufacturer narrative:
As reported, the shaft on the 5.0x40 .014 aviator plus balloon burst 50cm away from the hub. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The device was returned for evaluation. A non-sterile ¿aviator plus .014 5.0x40 142cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing damage on the shaft approximately 91 cm from the distal tip. The balloon arrived not inflated. No other outstanding details were observed. Functional testing was performed, one inflator/deflator device was attached to the inflation port and positive pressure was applied with the purpose of reaching the rated burst pressure. However, the inflation pressure cannot be maintained due to an observed puncture on the shaft. The shaft was inspected with a vision system observing a puncture where the water is leaking. The shaft presented a torn condition, elongations, and secondary scratch marks located near the damaged border area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could have led to the damaged condition found on the received device. It seems that the material near the damaged area was affected by a sharp object from the outside of the device. The reported ¿body/shaft burst¿ was visualized during analysis of the returned device. However, the exact cause cannot be conclusively determined. Sem revealed damages on the body shaft with a ruptured/torn condition and scratch marks and elongations adjacent to the rupture. Based on the information provided it appears the damage was caused by the interaction of the shaft material with a sharp object from outside the shaft. It is likely vessel characteristics, although unknown and procedural factors contributed to the damage noted as evidenced by device analysis. According to the warnings in the safety information in the instructions for use ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon¿. Neither the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the shaft on the 5.0x40 .014 aviator plus balloon burst 50cm away from the hub. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.

Manufacturer narrative:
E1: phone number (B)(6). This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the shaft on the 5.0x40 .014 aviator plus balloon burst 50cm away from the hub. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.